Event description:
Boston scientific became aware of an event involving the use of speedband superview super 7 through the published article endoscopic polidocanol foam sclerobanding for the treatment of grade ii-iii internal hemorrhoids: a prospective, multi-center, randomized study by chun-ying qu et al. According to the article, between may 2020 and march 2021, 195 patients with grade ii-iii internal hemorrhoids underwent endoscopic treatment across four tertiary centers. All procedures utilized standard endoscopic equipment, including a boston scientific interject injection therapy needle catheter and the speedband superview super 7. Patients were randomized to receive either endoscopic rubber band ligation (erbl) alone or polidocanol foam sclerotherapy combined with band ligation (efsb). The study reported that all procedures were completed successfully, and no device malfunctions involving the boston scientific equipment were described. Post-procedural events included expected clinical outcomes such as pain, mild-to-moderate bleeding, and isolated cases of anal ulceration or transient urinary difficulty. These events were managed conservatively and resolved without long-term sequelae. No perforations, infections, thrombosis, or other serious complications were attributed to the devices used. All reported events were non-fatal, and no patients required surgical intervention, intensive care admission, or device removal due to malfunction. The study concluded that both erbl and efsb were safe and effective techniques, with efsb demonstrating lower recurrence and reduced short-term pain. This report is based solely on information available in the published article. No additional details regarding device performance or patient outcomes have been obtained despite good-faith efforts. Please refer to the cited publication for full procedural and clinical context.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: department of gastroenterology & endoscopy, xinhua hospital affiliated to shanghai jiao tong university school of medicine block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf patient code e0514 captures the reportable event of thrombosis. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f19 captures the reportable event of additional device required. Block h6 (patient codes) has been corrected.

Event description:
Boston scientific became aware of an event involving the use of speedband superview super 7 through the published article endoscopic polidocanol foam sclerobanding for the treatment of grade ii and iii internal hemorrhoids: a prospective, multi-center, randomized study by chun ying qu et al. According to the article, between may 2020 and march 2021, 195 patients with grade ii and iii internal hemorrhoids underwent endoscopic treatment across four tertiary centers. All procedures utilized standard endoscopic equipment, including a boston scientific interject injection therapy needle catheter and the speedband superview super 7. Patients were randomized to receive either endoscopic rubber band ligation (erbl) alone or polidocanol foam sclerotherapy combined with band ligation (efsb). The study reported that all procedures were completed successfully, and no device malfunctions involving the boston scientific equipment were described. Post procedural events included expected clinical outcomes such as pain, mild-to-moderate bleeding, and isolated cases of anal ulceration or transient urinary difficulty. These events were managed conservatively and resolved without long term sequelae. No perforations, infections, thrombosis, or other serious complications were attributed to the devices used. All reported events were non-fatal, and no patients required surgical intervention, intensive care admission, or device removal due to malfunction. The study concluded that both erbl and efsb were safe and effective techniques, with efsb demonstrating lower recurrence and reduced short term pain. This report is based solely on information available in the published article. No additional details regarding device performance or patient outcomes have been obtained despite good faith efforts. Please refer to the cited publication for full procedural and clinical context.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: (B)(6). Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf patient code e0514 captures the reportable event of thrombosis. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f19 captures the reportable event of additional device required.